Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available/not reported. The initial reporter phone:(B)(6). The initial reporter email address was not available/reported. The product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The device manufacture date is not known as the device lot number is not available/not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312/7044264) was impeded in the distal end of the concomitant microcatheter (competitor brand) and could not be advanced nor withdrawn. The physician retracted the stent and the microcatheter then switched to new devices to complete the procedure. There was no report of any patient injury. On (B)(6) 2022, additional information was received. The information indicated that when the stent was removed from the patient it was still on the delivery wire. The stent/stent delivery system did not appear damaged. It is not known if anything unusual was noted on the system prior to use. A continuous flush was maintained through the microcatheter; another device did go through the microcatheter without issue. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 23mm enterprise 2 stent (encr402312). On (B)(6) 2023, the 4mm x 23mm enterprise 2 stent was received in the product analysis lab; it was contained in a bag that also included a prowler select plus microcatheter (606s255x/lot#: unknown). On (B)(6) 2023, the cerenovus sales representative confirmed that the prowler select plus microcatheter (606s255x/lot# unknown) that was received on (B)(6) 2023 with the 4mm x 23mm enterprise 2 stent (encr402312/7044264) was also involved with the procedure documented in this complaint. The sales representative provided an updated event description: during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312/7044264) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x/lot#: unknown) and could not be advanced nor withdrawn. The physician retracted the stent with the microcatheter and replaced the devices to complete the procedure. There was no negative patient reported. Based on the additional information received on (B)(6) 2023 with confirmation that the prowler select plus microcatheter was involved and the updated event description, the reported issue related to the prowler select plus microcatheter is reportable as a malfunction.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the concomitant microcatheter (competitor brand) and could not be advanced nor withdrawn. The physician retracted the stent and the microcatheter then switched to new devices to complete the procedure. There was no report of any patient injury. On 06-dec-2022, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. It is not known if anything unusual was noted on the system prior to use. A continuous flush was maintained through the microcatheter; another device did go through the microcatheter without issue. There was no visible kink nor other damage observed on the microcatheter. The information indicated that the replacement stent used was another 4mm x 23mm enterprise 2 stent (encr402312). On 04-jan-2023, the 4mm x 23mm enterprise 2 stent was received in the product analysis lab; it was contained in a bag that also included a prowler select plus microcatheter (606s255x / lot# unknown). On 06-jan-2023, the cerenovus sales representative confirmed that the prowler select plus microcatheter (606s255x / lot# unknown) that was received on 04-jan-2023 with the 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was also involved with the procedure documented in this complaint. The sales representative provided an updated event description: during a vascular stent placement for the recanalization of the middle cerebral artery occlusion, the complaint device, a 4mm x 23mm enterprise 2 stent (encr402312 / 7044264) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced nor withdrawn. The physician retracted the stent with the microcatheter and replaced the devices to complete the procedure. There was no negative patient reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component of the 4mm x 23mm enterprise 2 stent was already released inside the hub of the microcatheter. No damage was observed on the returned microcatheter. The stent component was removed from the microcatheter hub without difficulty. A microscopic inspection was performed along the body of the returned microcatheter. No damages were observed (i.e., no elongations, no kinks, no compressed sections). The hub was observed in normal good condition (i.e., no cracks and no fractures). There is no indicated that the device was subjected to excessive manipulation. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a laboratory sample syringe. After flushing, a lab sample guidewire 0.04572 cm (0.018 inches) was inserted into the microcatheter and advanced until it exited from the distal tip of the microcatheter without any noticeable resistance. Although the functional test could not be performed with the enterprise system due to the premature deployment of the stent component, the lab sample guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue documented in the complaint was not confirmed. The device lot number was not available. The manufacturing documentation review could not be performed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00798. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.